Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event attributed to receiving too much corrective insulin, with a documented sensor value of 57 mg/dl, and the user treated the low with oral glucose; the user expressed concern that the ilet was overcorrecting and reported frequent pauses of insulin delivery and under-announcement of meals. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.